Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted the lead was returned with a firm stylet inserted. The stylet was noted to have a white handle with a purple cap and was not an ingevity stylet. Visual examination also noted blood within the helix housing and neck region of the lead. The lead was returned with the helix partially extended. Due to the state of the lead, a helix mechanism could not be performed. However, past experience has shown that blood within the helix housing can impact the functionality of the extendable/retractable helix.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited loss of capture: fluoroscopy confirmed the lead had dislodged from the implant location. The physician elected to surgically intervene and reposition the product however during this time, the helix was nonfunctional thus preventing the lead from being properly secured. The rv lead was removed and replaced. No adverse effects reported and the lead is intended to be returned for analysis.